Event description:
(B)(6) 2024. (B)(6) (con): information was received from a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they were having magnetic resonance imaging (MRI) and wanted to know if they could have one with and without contrast. The agent reviewed MRI guidelines with the patient. The patient stated that the MRI was not related to the medtronic device/therapy, but how their body was reacting to it. The patient stated that the past two times they have had their pump refilled, when the healthcare provider (hcp) would extract the leftover medication, they would also get back "other stuff" and not medication. The patient also mentioned that the pump has "saved their life" and this was their third pump and it got them out of most of their medication. The patient mentioned that they live without pain 99% of the time. The patient also requested new ID card. An email was sent t o prs. The patient also mentioned they just started seeing a new hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.